Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, flat creases, and a curved opening on radius. A microscopic analysis was performed which identified: one opening striated on radius and stress marks. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.